Event description:
A nurse contacted baxter's technical service center regarding homechoice (hc) automated peritoneal dialysis (apd) therapy and had concerns that the patient was overfilling with solution. Per initial report, baxter's technical service representative (tsr) assisted the customer during the initial contact. The rn stated that the home patient (hp) claimed to be draining approximately 3 liters during the 4th drain cycle. The hp had informed the nurse that he felt too full during some parts of the therapy. The rn stated that the hp's therapy was tidal, the fill volume (fv) was 2200ml, the last fill volume (lfv) was 1000ml, the tidal volume was set at 90%, total ultrafiltration was 200ml and the number of therapy cycles= 5. The tsr advised rn that it may be possible for hp to have a high drain volume during the 5th drain cycle, but explained that the hp was programmed for fill volume of 1980ml after the first fill. The nurse said, no patient injury or medical intervention occurred as a result of the overfill incident.

Manufacturer narrative:
The nurse was contacted by baxter. The nurse was recommended to adjust the total ultrafiltration on the patient's homechoice machine, the total ultrafiltration value was set too low. The cause of the overfill was determined to be insufficient drain, inappropriately set total ultrafiltration (uf). The total uf was set too low.